Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (B)(6) 2017: litigation record received. Litigation alleges failed asr hip implant. There is no revision reported at this time.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records were received and reviewed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The medical records were reviewed. The records indicate the patient's preoperative blood work showed elevated serum cobalt chromium ion levels.